Manufacturer narrative:
Through follow-ups, customer stated that they do no have patient's details; however, there was no harm or injury to the patient. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.

Manufacturer narrative:
.

Event description:
Customer reported that the v60 ventilator goes down with high pressure errors. It was reported that the unit was in clinical use at the time the reported issue was discovered; however, there was no patient harm.